Event description:
The procedure was a right renal arteriogram. The patient had a 70% stenosis in the right renal. The physician accessed the left femoral artery and placed the 6fr sheath in the right renal. He then advanced the visi-pro through the sheath and once the visi-pro stent was inside the right renal he pulled the sheath back 30mm. Then the physician advanced the stent forward the stent came off the balloon catheter. The physician did not feel comfortable where the stent was located so he snared the stent from the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.